Event description:
A pt presented with mobile implant, pain, and exudate, tooth area #3, two unit implant supported bridge. Pt is reportedly fine. Pt is same pt as medwatch report #2023111-1996-121.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was not available from the doctor's office.